Event description:
St jude medical received medwatch report #1025662 indicating that during a cardiac catheterization procedure, the introducer shaft of the device sheared off into the pt's right femoral artery. A surgical site cut down was required to retrieve the introducer. There was no permanent impairment to the pt.